Manufacturer narrative:
H3 other text : device returned to third party service center for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging nose and respiratory tract irritation. There was no allegation of serious or permanent harm or injury. No further clinical details or medical intervention were reported. The device was returned to a third-party service center for evaluation. The internal part of the device was inspected visually and found evidence of visible foam degradation. The customer's complaint was confirmed. In addition, device was scrapped.

Manufacturer narrative:
Additional information was received on 07/18/2022 and box e updated as : telephone number and email was updated. Allegation was visualisation of particles updated.